Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19cm hemostar dialysis catheter. The sample terminated approximately 1.5cm distal of the surecuff. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Usage residues were evident throughout the sample. The extension tubes exhibited material discoloration. A partially circumferential split was observed at the junction between the red lumen extension tube and the bifurcation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, while flushing the red luer, a leak observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes. Microscopic inspection of the split revealed dully granular edges. Material deformation was observed in the vicinity of the split. Slight material buckling was observed in the vicinity of the split. The tensile weakness and material buckling indicated excessive manipulation of the extension tube while the bifurcation was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing tensile and torsion damage. The material discoloration indicated that substances used to clean the sample may also have affected the properties of the extension tubes. The product IFU states ¿alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s). Acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
When using on the patient, the placer at the hospital found that the dialysis could not be processed. There was leakage on the device. Facility used another one to complete.